Manufacturer narrative:
E1: postal code (B)(6). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by the distributor, a hair-like foreign matter was found in the packaging of a safe-t-j amplatz extra-stiff support wire guide. This was found prior to delivery to the hospital, therefore, there is no patient involvement.

Manufacturer narrative:
Summary of event: as reported by the distributor, a hair-like foreign matter was found in the packaging of a safe-t-j amplatz extra-stiff support wire guide. This was found prior to delivery to the hospital, therefore, there is no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device found a hair like fiber sealed in the pouch. A document-based investigation evaluation was performed. A review of the device history record records one relevant non-conformance on three devices, however all non-conforming product was scrapped prior to release and there are 100% inspections in place to capture this non-conformance. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted, all non-conforming product was scrapped before release, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no lot-related complaints have been received from the field. Therefore, it was concluded that no additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.